Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit received with blank display due to corroded electronic assemblies. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display. The following were noted during visual inspection: cracked case (battery tube), cracked battery tube threads, pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack on battery compartment and showed water on back of screen. Customer stated that insulin pump was not dropped or bumped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.